Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple components including the lamp, flash encoder, sample syringe, sample probe and cc sample waste valve to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(4).

Event description:
The customer reported receiving erroneous low patient results for c-reactive protein (crp) and total bilirubin (tbil) on the unicel dxc 800 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.